Manufacturer narrative:
It was reported that the device broke off near the end that you push down on to make it apply the suction. The in line catheter almost fell into the patient airway. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample has not been returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the device broke off near the end that you push down on to make it apply the suction. The in line catheter almost fell into the patient airway.

Manufacturer narrative:
The sample was returned for evaluation and the customer reported issue was confirmed. It was reported that the catheter is separating from the thumb valve. The device was visually inspected and found that the catheter is no longer attached to the thumb valve. There is a visual difference at the end of the catheter where the device was connected to the thumb valve. There is also dried glue on the thumb valve where the catheter had been inserted. No additional details are available related to the customer reported issue. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.